Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1004 (shock lead shorted) and 1007 (charge time exceeded). The device also indicated that it's battery capacity was depleted. The patient reported they fell in the shower. The patient was seen for a surgical revision procedure. Upon opening the pocket the associated right ventricular (rv) lead was visually inspected with no noted anomalies. The device was explanted. The lead was then tested via a pacing system analyzer (psa) with appropriate numbers. A defibrillation threshold (dft) test was then successfully performed with a new device. The lead remains in service and the device has been returned for analysis.